Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. The analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2009, abnormal ventricular coil continuity impedance measurements were observed. A connection or a lead issue was suspected. Recommendations for a re-intervention were provided. Later, continuity impedances were found abnormal on both coils (svc and rv). Reportedly, the ICD was replaced on (B)(6) 2010. The lead could not be explanted.